Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the display cover came off and was being held in place by tape. The customer stated they could not read the serial number because it was covered by another sticker. The customer's blood glucose level was unknown. The customer declined to troubleshoot for the low battery alert and the after battery change alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.